Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to recover. As per part investigation, it was determined that the cubie drawer trays disassembled, found missing bumper stop and bearing retainer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue related to the medstation es main 6dr was confirmed by the bd fse. The device was initially evaluated by the bd fse according to wo 02133313 fse reported that hh main drawer 6 rails were damaged. Fse removed the hh drawer and observed that the bearing cage in drawer 6.1 was broken and stuck in between the divider. Fse replaced the hh drawer and then was configurated and tested. Fse was also aware of a no detected on bus issue in drawer 3.1. After a proactive inspection, the issue was fixed. External inspection found no obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface of the returned assy smart hh cubie drawer (p/n 361054-01, date code 27jan2021). Dchu testing found that the top drawer presented a missing right bumper stop and bearing retainer. Ball bearings were found to be loose inside the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a damaged drawer rail.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage in drawer 6.1 was physically broken. A field service engineer powered off the station, removed the pyxis bus cable, and removed the damaged half-height drawer assembly. The engineer retrieved a replacement smart half-height drawer assembly from the depot, returned to the site, and installed the new assembly. All cubies were transferred to the new drawer, the pyxis bus cable was reattached, and the station was powered on. Firmware for the new drawer assembly was updated, and the drawer was configured with previous settings. After rebooting the station, hardware was tested via the application, and the customer successfully tested the device. The system functioned as intended after the field service engineer repaired the device.